Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the files provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon experienced a lot of difficulty registering the patient. When they registered, it took a long time to calculate the registration error metric. When they finally got the error metric under 2.5 mm, the surgeon felt the navigation accuracy was off. The site ended up using a non medtronic navigation system. The representative noted that only the tracer was off. It was off anatomically. The point on the nose was showing on the back of the head. At one point, the representative could follow the pointer while tracing over the head, but it was still incorrect with orientation. They noted it was not an accuracy issue, but orientation issue. There was a reported delay of less than one hour and no reported impact to patient outcome.